Event description:
It was reported that there was increased threshold approximately two months after implant. During the lead revision the physician perforated the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.